Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead was oversensing noise. Isometric tests were preformed, but did not reproduce the noise. There were no consequences to the patient and the patient would be monitored.